Event description:
Device malfunction: failure to deploy vessel locator. Time of malfunction: during procedure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, "the system failed". The plunger would not remain depressed and vessel locator deployment could not be completed, although the sheath was partially split. A second starclose se was used to achieve hemostasis. No adverse pt effects were reported and no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A f/u will be submitted with any relevant info.